Event description:
Nurse using sage oral care kit to clean ICU pt's mouth. Pt sedated and on mechanical ventilation. Pt bit off green sponge at the tip of the swab. Nurse had to retrieve broken off portion from pt's mouth. Potential for choking. Pt had no significant adverse outcome.